Event description:
It was reported that during a da vinci-assisted pulmonary wedge lobectomy procedure, the sureform 45 stapler instrument fired a gray sureform 45 reload to transect the parenchyma and experienced a partial fire. This was the stapler instrument's second reload fire of the procedure. This reload fire resulted in malformed staples and also staples missing from the staple line. It is unknown if the customer fired over an existing staple line when the event occurred. The customer reported that there was no bleeding or unplanned tissue removal due to this event. The surgeon subsequently switched to a backup stapler instrument and fired a white stapler reload.

Manufacturer narrative:
The customer reported the gray sureform 45 reload was not available for return; therefor failure analysis cannot be completed on the product. No relevant errors were observed in the system logs for this procedure. This was the second fire of the sureform 45 stapler instrument with a gray sureform 45 reload.